Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and run in normal mode. C-34 error occurred during startup. The iesu had no significant scratches or dents. The front bezel is in decent condition. The measurement value for hf voltage was too small. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the site called in with an error on the erbe generator and monopolar was not firing. The site had changed the cord and the instrument with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the site restart the erbe and it cleared. An operating room (or) staff then called back in to report that after power cycling the erbe, the error came back on the second fire. The tse shared option to move to the force triad or bring in a second vision side cart (vsc). The customer was unsure on how they would proceed and disconnected the call to discuss with the surgeon. Later, the customer called in and informed they were getting an incompatibility message when connecting the force triad to the system. The tse verified if the customer was using the correct activation cable for a xi system and determined that they were using the incorrect cable. The tse recommended using cable (pn 371716) for the xi system. The customer was able to locate the correct cable and continued connecting the force triad. The procedure was completed as planned with no report of patient injury.